Event description:
The customer reported that there was no current to the device. It was noted that the surgeon had to activate the trigger several times. This caused tearing to the tissue, which resulted in bleeding. The amount of blood loss is unknown. The case had to be converted to an open procedure. It is unknown if the device was activating at all and if end tones or regrasp alarms were heard. It is also unknown why the surgeon had to activate the trigger several times and how this resulted in the tearing of tissue.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.